Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned hydrajagwire was analyzed. Visual assessments identified that the hydrajagwire device had the core wire fracture in the dream tip. Under magnification,it was observed that the pebax (distal tip) and the body of the jagwire was slightly separated, exposing the corewire. Based on the condition of the returned device, engineers determined that the problem observed is most likely that during insertion into the scope, or in the interaction with an autotome device in this case. An additional force with the hydrajagwire and additional devices/ tools that could be applied during the procedure the hydrajagwire could lead that the dream tip getting fractured and then separating the ptfe from the pebax. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the pre-loaded guidewire was left in place in the pancreatic duct. The tome was then removed and then front loaded a new guidewire. The wire was advanced down the c-channel but it stopped advancing. As the nurse continued to advance the wire, it flipped on itself. It was noticed that the tip of the guidewire was traveling back up the c-channel and then came out of the biopsy cap. The device was removed and replaced. The procedure was completed. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the core wire in the dream tip was fractured.